Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a high lactate dehydrogenase (ldh) level in the thousands range for over 1 month. They were over 7,500 with a free hemoglobin level over 100 with associated transaminitis and severe acute kidney injury (aki). Their power seemed to have acutely risen with some fluctuation in flow. Log files were sent for review to evaluate the likelihood of intra-pump thrombosis. The patient had a known partially occlusive thrombosis within the outflow graft (MFR# 2916596-2025-05950, MFR# 2916596-2022-00847). No alarms were observed. The patient was admitted and had symptoms of aki, transaminitis, tea-colored urine, and pressor dependence. They received about 1.7 l of fluid resuscitation without significant improvement of their aspartate aminotransferase (ast)/alanine aminotransferase (alt) or ldh/pfhg. Following review, it appeared that the log file noted a slight uptick in pump power over the course of the data capture, but was not greater than 2 w. The pulsatility index (pi) values were relatively stable over the course of the log and there were no notable downward trends seen in the graph.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported that computed tomography imaging for the chest was done. The patient had cardiomegaly with partially occlusive luminal thrombosis within the proximal left ventricular assist device (lvad) outflow tract. The patient started continuous renal replacement therapy (crrt) and persantine on (B)(6) 2025. The plan of care was largely dependent on end organ function recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh), renal dysfunction, and hepatic dysfunction could not be conclusively established through this evaluation. The report of suspected thrombus could not be confirmed as no images were submitted for review, and the device remains in use. Review of the submitted log file captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate ii lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, renal dysfunction, hepatic dysfunction, and device thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.